Manufacturer narrative:
Exact date unknown, event occurred in 2020.

Event description:
It was reported that the patient had a slight discomfort at the ipg site due to ipg migration. It was also reported that the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the ipg pocket was opened and moved up.